Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, episodes of oversensing due to noise that resulted in loss of pacing was noted on the right ventricular (rv) lead. Provocative testing was conducted which reproduced the noise episodes. It was suspected that the cause of the event was due to lead insulation damage, however, no insulation damage was noted during the lead revision procedure. The rv lead was capped and replaced to resolve the event. The patient was stable with no consequences.